Event description:
It was reported that the patient was in atrial fibrillation and a mode switch occurred. It was also reported that the right atrial (ra) lead was not capturing properly. Follow-up conducted revealed that the ra lead capture was restored and functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.